Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient was not hospitalized for the event. The patient was treated with fortaz, intraperitoneally (ip) and ancef, ip (doses and frequencies not reported). The cause of the peritonitis was unknown. The pt stated that their exit site was inflamed, however, nurse reported that the patient's exit site was perfectly fine and the patient did not experience any touch contamination. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12k09112, h13a04047 and h12g27079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).